Manufacturer narrative:
The complaint allegation of lead migration cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
The patient had 4 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the lead implanted at t12 had migrated which resulted in the patient experiencing diminished therapy. The lead was subsequently explanted and replaced. Reportedly, the patient was receiving adequate therapy following the procedure.